Event description:
Health professional reported the removal of a lap-band access port due to "fluid was missing" and "during the time of adjustment, nurse was unable to pull any fluid back out of the band." The port was replaced.

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."